Manufacturer narrative:
Device evaluation summary one (1) image was received capturing front end of the device. A large gap is visible between the taper tip and the stent graft. Two of the proximal stent rings are exposed but not fully expanded. The reported deployment/expansion issue was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 55mm aaa. It was reported that during the index procedure when deploying the limb, the nosecone of the device moved proximally when turning the blue grip handle. The graft cover did not retract and so the limb would not deploy. The delivery system was removed from the patient without any injury. The procedure was completed with exclusion of the aaa. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 55mm aaa. It was reported that during the index procedure when deploying the limb, the nosecone of the device moved proximally when turning the blue grip handle. The graft cover did not retract and so the limb would not deploy. The delivery system was removed from the patient without any injury. The procedure was completed with exclusion of the aaa. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.